Manufacturer narrative:
The unit could not be located for evaluation or repair. Device could not be located for evaluation.

Event description:
It was reported that the scale is stretching (possible inaccurate scale). No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the scale is stretching (possible inaccurate scale). No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.